Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, cardiogenic shock due to aortic valve stenosis of the patients native valve was observed. It was noted that the patient previously had interstitial pneumonia as well. An emergency transcatheter aortic valve replacement (tavr) procedure was performed which required percutaneous cardiopulmonary support (pcps). No other incident occurred during the procedure. Subsequently, pulmonary hemorrhage was observed. The cause of the pulmonary hemorrhage was not known. Per the physician, neither the delivery catheter system (dcs) nor the valve contributed to the pulmonary hemorrhage. 2 days following the implant of the valve, the patient died. The cause of death was lung related. Per the physician, the valve, the dcs and the valve implant procedure did not cause or contribute to the death.